Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.

Manufacturer narrative:
The device was received not deployed with the slide insert not present in the viewing window. The linkage assembly, visible through the top housing, remains in the unfired position. Data downloaded from the device indicates a rotational sensor malfunction occurred during the priming sequence that prevented the device from running enough pulses to deploy. No damages or defects were found that would result in a rotational sensor malfunction. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Black substance noted on the top left corner of the chassis. The device was reset, paired with a pdm, and returned an 0x5c drive alarm during the priming sequence of the rerun. A root cause for the reported event has been identified, no further inspection is necessary.